Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10-mar-2020. An investigation was conducted on 18-mar-2020. A photographic inspection was conducted. One of the connecter collars of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. Signs of clinical use and no evidence of blood was observed. The detached connector collar was returned for evaluation. It was observed to be intact and seems to have been slipped off the connector end. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break; cord¿ was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable wires exposed on 1 end after sterilization. No patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable wires exposed on 1 end after sterilization. No patient involvement.